Event description:
In 2009, pt reported his readings started climbing the next day, after he changed his insulin cartridge and infusion set. He stated he continued to bolus for the elevated readings continued to climb. Pt reported his current reading was 489 mg/dl and he has not had lunch. Had him check his infusion site and he found blood in the infusion tubing. He stated the infusion device has not alarmed with an error to indicate a malfunction. Advised him to change the infusion adapter with every 10th insulin cartridge change. Had him perform a prime and insulin did come out immediately. Advised he change his infusion site and to try a new infusion headset. In follow up call five days later, pt reported his readings are back to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.